Event description:
It was reported that a pump declared alarm 20 during pumping. There was no adverse impact to the customer's blood glucose level. Despite assistance from technical support with loading a new cartridge, the cartridge alarm persisted, and the customer was unable to resume insulin therapy. Consequently, technical support decided to replace the pump, which was still under warranty. The customer was instructed to put the pump into storage mode and return it using a pre-paid label, all of which they understood and acknowledged. Meanwhile, the customer planned to use multiple daily injections (mdi) as backup insulin therapy.